Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and syncope. The right ventricular (rv) lead exhibited dislodgement and non-capture. The right atrial (ra) lead was noted to exhibit undersensing on stored electrograms (egm). Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.